Event description:
It was reported there was a communication problem. The patient hadn¿t used her spinal cord stimulator (scs) for over a year since she was diagnosed with cancer. The patient had been using medication for pain so she didn¿t need to use her implant. A possible problem with the implantable neurostimulator (ins) was suspected. When the patient got her implant she recharged once a week, but since about 2 years ago, she had to recharge every three days. She wasn¿t sure if programming changed caused her to use the system more or not. She was also concerned that radiation treatment might have damaged her implant as well. The patient was told that a physician mode recharge (pmr) needed to be done on the implant to bring it back first to determine any potential system issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).